Event description:
Total laparoscopichysterectomy ¿ ¿a doctor was using the subject device for the total laparoscopichysterectomy (tlh) and when the doctor tried to take out the patient¿s lymph node, he/she found a fragment of septum inside of the abdominal cavity. The doctor immediately picked up the fragment of septum with forceps. After that, he/she didn¿t take any special measure for that. The doctor didn¿t inform the patient that the fragment of septum fell in his/her body. We have confirmed the following about the subject device: there were a tear and a crack on the duckbill. The septum was damaged, collected fragments were not enough and they didn¿t match the shape of the damage. The lever was damaged.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation.